Event description:
A surgeon reports the intraocular lens haptics did not unfold following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional info has been requested.